Manufacturer narrative:
Customers reported test strips lot 1055703 were returned and investigated. During initial investigation one of the returned tests strips provided a result of 29mg/dl which is outside the specified low range of 40-70mg/dl. The remaining returned test strips tested within the high ranges of 248-402mg/dl as well as the low range specifications and no issues or observations were noted. In addition, the retained test strip samples from the same lot reported by the customer (1055703) were tested with control solution instead. All results were within the range specification and no errors were observed. The test strips were examined both internally and externally and no issues or defects were noted during phase 1 and phase 2 extended investigation. In addition, a device history review of the strips were requested and performed. The device history review for test strip 1055703 indicated the strips were performing within their performance claims and met the manufacturer's quality specifications prior to their release.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 488 mg/dl and 144 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. The readings the customer reported were found in meter memory. This is a final report.

Manufacturer narrative:
The date received by manufacturer on follow-up #2 should have reflected the date of (B)(6) 2010. As per the arrangements discussed with the office of surveillance and biometrics at FDA, this MDR is being submitted for correction as explained to the agency in a (B)(6) 2011 letter addressed to (B)(4).